Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 1 was not confirmed due to a lack of sample. The batch review was not performed because the lot number is unknown. The cause was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 that appeared on the home choice (hc) during patient use in dwell 1. The home patient (hp) was connected at the time of the alarm and did not disconnect anytime prior. The technical service representative (tsr) had the hp close all clamps and transfer set, cycled power off and on. The tsr explained the alarms to the hp who stated was unsure why she received the 2240 as she did not disconnect, no open clamps on spare lines, and no bag leaks. The tsr explained to discard all supplies and to report alarms to the peritoneal dialysis (pd) nurse next morning. The hp was to therapy manually. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. The lot number is unknown therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.